Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the side wall and proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown.

Event description:
During an atrial fibrillation (pvi) procedure, it was noted that there was air coming back from the sheath valve when aspirating. The device was replaced, and the procedure was completed with no adverse patient consequences.